Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent diabetic ketoacidosis, resulting in multiple heart attacks and pancreatitis. Reportedly, the customer discontinued use of the pump. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.